Event description:
It was reported that the patient's right ventricular (rv) lead was over-sensing noise. The patient was asymptomatic. The rv lead was capped and a new rv lead was implanted successfully on (B)(6) 2022. The patient was stable throughout the procedure. Further information was requested but not received.